Event description:
It has been reported to philips that even when the system starts up, it repeatedly restarts. The device was not in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when the system started up, it was repeatedly restarting. The fse found that the control unit (host) of the entire system was not working. The fse replaced the host-pc and hdd and made various settings adjustments . After replacing the host-pc & hdd and adjusting settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.